Manufacturer narrative:
No button error alarm, blank display, unexpected count down or unexpected self test noted. Unit had no button response due to corroded keypad traces. Unable to test for a39 alarm or failed batt test alarm due to no button response. Unit had a scratched display window, broken reservoir tube lip, a missing end cap sticker and cracked battery tube threads. No damage noted on original battery cap (p). No moisture damage noted on electronic assembly or on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 100 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.